Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device was tested and found to perform within specification. The reported "stuck #3 key" could not be confirmed or reproduced during the eval and no malfunction was identified.

Event description:
It was reported that a pump keypad has a stuck #3 key. It was also reported that there was no pt injury.